Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the ok button has to be pushed a couple times to get it to work. The other buttons are fine. There are reportedly no rips, cracks, tears, or peeling to the rubber keypad and no known trauma to the pump. The pump is worn under a garment and not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok and contrast keypad buttons are intermittently responsive. There was evidence of keypad contamination found under the ok and contrast key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.